Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer found that the machine was experiencing a database issue, compounded by a damaged network port due to water exposure. Relocated the unit to another room with a functional port. Once network connectivity was restored, fst remotely accessed the system and resolved the database issue. Hospital it has been notified to inspect and repair the damaged network port. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was offline and won't booting up. However, there were no adverse events or injuries reported based on this event.